Event description:
An inaccurate insulin gauge was reported by the patient. There was no adverse impact to the customer's blood glucose level. The patient declined further troubleshooting, and no additional actions were taken.